Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture closure was attempted in the calcified right and left common femoral arteries (rcfa and lcfa) relative to a transcatheter aortic valve replacement (tavr). In the rcfa, suture placement was attempted with one prostyle device using the pre-close technique via a 14f sheath hole. Reportedly a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed in the rcfa. The use of a 14f sheath was continued and the tavr procedure was completed. Hemostasis was achieved with the two successful prostyle devices in the rcfa. In the lcfa post procedure closure was attempted via a 6f sheath hole; however, a cuff miss occurred with a prostyle device. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.